Event description:
The advocate called on behalf of a (B) (6) customer. She stated that the customer's blood glucose was tested using his contour meter and the reading was 3.0 mmol/l (54 mg/dl). His glucose was retested using another meter and that reading was 18.0 mmol/l (324 mg/dl). The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.